Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Reference: (B)(4).

Event description:
Report received from the USA stating that the device had a bent neuro-tip. The device was not being used during surgery. It is known that no injuries occurred but it is unknown if medical intervention occurred. There was no additional information provided.